Event description:
It was reported by svc report that the unit was missing its motion interrupt pan. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Result: missing motion interrupt pan.